Event description:
The customer reported that during a barium swallow, the system quit producing fluoro and a generator error message was displayed on the mainframe. There was no injury to the patient.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found the hv arching in monoblock, also error logs indicated ffb errors. The ffb errors were due to a jammed rotation mechanism on the collimator. He repaired the collimator and replaced the monoblock, swapped witch's hat and secondary collimator to new tube assembly, calibrated filament and verified proper beam alignment. The system is operating as intended.